Event description:
The complainant indicated that while monitoring a pt, age and gender unknown, the device displayed a "cannot dump message". The event was intermittent and the customer continued to use the device with no adverse effect to the pt as a result of the reported malfunction.